Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.¿

Event description:
No further event information available at the time of this report.

Event description:
On 28-jul-2025 a journal article was retrieved from then bone & joint journal (2024) that reported a study from alexandria, virginia, USA. The purpose of the study was to compare outcomes of fixed-bearing (fb) and mobile-bearing (mb) ukas from a single high-volume institution. The study reviewed primary cemented medial ukas performed by seven surgeons from january 2006 to december 2022. A total of 2,999 ukas were identified, including 2,315 fb and 684 mb cases. The 684 cases in the mb group used the phase 3 oxford partial knee with two femoral pegs. The study population had a mean age at surgery was 66.0 (32.9 to 92.1), years at time of surgery; (number of 300males/384 females). Mean length of follow-up 4.2 years (3.6; 0.0 to 15.6). The study reported 9 patients within the mb group with wound complications unknown treatment provided. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). B3 - event date is the publication date of the article. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Fricka, k.b., wilson, e.j., strait, a.v, ho, h., hopper jr, r.h., hamilton, w.g., sershon, r.a. (2024). Bone joint j,106-b(9), 916¿923. Doi: 10.1302/0301-620x.106b9.bjj-2024-0075.r1.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h6, h10, h11. Corrected data: h6 component codes. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.